Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on (B)(6) 2019, the patient underwent bladder laser lithotripsy, and on (B)(6) 2019, the patient complained of intolerable pain in the lower abdomen. Upon review, it was found that the catheter ruptured and detached from the patient. It was later reported via email on 27 november 2019 from the international business center representative, there were no missing pieces of the balloon.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿applicable scope: foley catheters are intended for use in the drainage of urine from the bladder of children and adults. Caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear."

Event description:
It was reported that on (B)(6) 2019, the patient underwent bladder laser lithotripsy, and on (B)(6) 2019, the patient complained of intolerable pain in the lower abdomen. Upon review, it was found that the catheter ruptured and detached from the patient. It was later reported via email on 27 november 2019 from the international business center representative, there were no missing pieces of the balloon.